Event description:
It was reported that the helix of the atrial leadless pacemaker (alp) stretched during an initial implant procedure on (B)(6) 2026. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.